Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 194 mg/dl, compared with the sensor glucose reading of 61 mg/dl, which was not within acceptable range. Advised the customer that the issue was likely due to the sensor not being situated properly, preventing the sensor from properly tracking changes in glucose. The most recent blood glucose reading was 205 mg/dl. Advised the customer to monitor and remove if the sensor readings were still out of range. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.